Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 238 mg/dl on her perform a blood glucose monitor and 78 mg/dl, measured with a laboratory device. At that time she felt bad having symptoms like nausea, vomiting, dizziness and somnolence. A doctor assisted her to normalize her blood glucose by glucose administration and hydration. The patient was observed for 5 hours and could leave in a stable condition.